Event description:
Delay of therapy during alarm condition reported. The pt was undergoing a coronary angioplasty procedure when pt became symptomatic; dizzy, with aortic blood pressures dropping to a systolic of 60-70's and diastolic of 30-40's. The report source stated that "IV fluids were increased via the primary line and a dopamine drip was prescribed (rate to titrate)". The pump alarmed "cassette" at the initiation of the drip. The pump was changed twice without resolution of the alarm, so the tubing was changed to solve the problem. When the new tubing was primed and placed on the original pump, the infusion ran with no further problems. During the pump/tubing changes, the nurses hand pumped fluids in by squeezing a bag of an unspecified type of maintenance solution to keep the blood pressure from dropping any further. The customer reported that "once the infusion began, the pt's pressure came back up to baseline, and no pt harm occurred". No specific pt pressures were available.